Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the had and appointment and mdt rep every other (B)(6) 2020 and the issue was resolved. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient device has not work for a long time. No symptoms reported and no further complications were noted or anticipated.